Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges the "crna pulled the product to prep for case. Upon removing from packaging she attempted to fully deflate but was unable to remove air from the cuff. The cuff pilot would not allow air to be added or removed". Alleged malfunction reported as prior to use on patient (pre-testing). Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The device was manufactured according to release specification. The sample was returned for evaluation. The sample was sent to the supplier for evaluation. The supplier reports that the sample was tested with two different syringes and the cuff was able to be inflated and deflated. The supplier reports that to properly inflate and deflate the cuff push the syringe into the outer cylinder with strength, then rotate the syringe about 45. Air can then be inflated or deflated from the cuff. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges the "crna pulled the product to prep for case. Upon removing from packaging she attempted to fully deflate but was unable to remove air from the cuff. The cuff pilot would not allow air to be added or removed". Alleged malfunction reported as prior to use on patient (pre-testing). Patient condition reported as "fine".